Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed hardware on 2 full drawers. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers had failed. A technical support specialist (tss) confirmed that the customer performed a reboot, allowing the station to remain on the black screen for an extended duration. After rebooting, an inventory of all cubies within the affected drawers was completed, indicating full recovery. The tss subsequently dialed into the device (bhrehab) and verified that no hardware failure icons were present on the screen. Device uptime was recorded as 2 hours. The system functioned as intended after the customer resolved the issue on their end.